Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results, with two different mobile meters, within 10 minutes: "hi" mmol/l (system 1) and 7.5 mmol/l (system 2). The "hi" mmol/l result, which on the system indicates a result in excess of 33.3 mmol/l. No adverse event reported. The test strip lot number used for system 1 was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.